Event description:
It was reported that the right ventricular lead exhibited high capture thresholds. The lead was explanted and replaced successfully. No additional information was available.

Manufacturer narrative:
Analysis was normal. No anomalies were found.

Manufacturer narrative:
(B)(4).